Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 49726be00. The ticket search determined there are no trends for the product related to patient results. No customer returns were available for evaluation. Clinical sensitivity of the alinity I anti-hcv assay was evaluated with a retained kit of lot 49726be00 and demonstrated acceptable sensitivity specifications, confirming that this lot is meeting the alinity I product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I anti-hcv assay, lot 49726be00. Section b5 additional testing provided: diasorin is positivesection b5 updated: roche platform is negative

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. Results provided: (B)(6) 2023 sid (B)(6) = 0.93 s/co, diasorin platform is positive at 3.20, roche platform is negative. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. Results provided: 19apr2023 sid (B)(6)= 0.93 s/co, roche platform is positive at 3.20. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05.